Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received. The device referenced in this report was not returned to siemens for evaluation; however, the savelogs were captured and investigated. During the investigation, it was found that the communication between the workflow protocol and stress echo (se) was delayed by 9 seconds. This means that when the user starts the workflow protocol, the information about available stages and views is sent to stress echo. For this event, the information was received 9 seconds later and stress echo could not initialize the bookmark. When the user captured the images, the se attempted to update the bookmark with this information, but it failed because the bookmark was not yet available. Accordingly, one potential reason why the communication between workflow protocol and se was delayed is that study transfer was not configured properly and there were a lot of errors in syslogservice related to syngo transfer framework. This could potentially slow down the system. The root cause of the reported event was confirmed to be a software configuration issue. Improvement in stress echo bookmark handling is addressed in software vb21c. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. A supplemental MDR will be filed if more information is received. (B)(4).

Event description:
It was reported that a patient underwent a pre-surgery 2d exercise stress echo exam. The post images were reportedly stored but when the user was in the review mode, the images taken during the exam could not be found. Since the doctor watched during scanning, a repeat of the scan was not necessary and the patient was consequently approved for the unspecified surgery. There was no report of patient adverse event. No additional information was provided.